Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Pump system check with tandem technical support found a blockage in the cartridge. Customer also reported insulin leaking from the cartridge septum. Customer's blood glucose was within 54-500 mg/dl.